Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in the reservoir compartment noted. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 to 32 mg/dl at the time of the incident. The customer's blood glucose was 144 mg/dl at the time of the call. The customer was given glucose and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported pump physical damage. The customer suspected the pump was over delivering. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.